Event description:
Clinical study. Same case as MFR 600089-2006-01226, -01234. It was reporetd that on day 637, the pt expired. The pt presented for the index procedure with severe chest pain and aching in both arms. ECG was consistent with ischemia. Target lesion 1 ( 37 mm long) was identified in the svg to lad with 75% stenosis and a 3.5 mm reference vessel diameter. It was mildly tortuous. The lesion was treated with placement of a 3.5 a 32 mm taxus stent under filter wire protection. Followig npalcement of the stent, it was noted that there was severley decreased distal flow. The filter wire was removed and a large piece of debris was removed. Slow flow persisted and the pt was given intracoronary nitroglycerin and nitroprusside. Another filter was advanced but could not be placed far enough distally; therefore, further stenting was undertaken without distal protection. A 3.5 x 20 mm taxus stent was placed in the svg to lad just distal to and overlapping the previous stent. Slow flow persisted and rheolytic thrombectomy was performed using an angiojet catheter, however, this did not result in any flow improvement. Because of a filling defect within the previously placed stents, a 3.5 x 16 mm taxus stent was deployed in the svg to lad. Additional doses of intracoronary nitroprusside, verapmil, and adenosine were given. Failrly brisk flow was re-established; however, some distal filling defects remained. There was no residual stenosis in the stented area following the procedure. The pt was discharged 4 days later on plavix and aspirin. In august 2004, the pt was admitted with angina, and nonsustaiend ventricular tachycardia. The pt underwent aicd implantation. The pt was admitted on day 567 with shortness of breath and chest tightness. It was noted the pt had known ishemic cardiomyopathy and congestive heart failure. Chest x-ray showed a mass in the right upper lobe of the lung, suspicious for cancer. The next day, the pt had a bioposy of the right upper lobe mass in the lung. Pathology indicated nonsmall cell carcinoma. The pt declined any treatment for the cancer and was discharged on day 572. The study coordinator attempted to contact the pt for the 2-year follow up and found the telepone number disconnected. Per the physician's office chart, it was noted the pt had expired. Per memo from study coordinator, the emergency contact was a neighbor, who stated the pt died while in hospice care for cancer. In the opinion of the physician, there was an unk relationship between the death and the target vessel.

Manufacturer narrative:
The complaintant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.